Event description:
Dealer called to order parts and indicated that the end user had run the powerchair off of a wheelchair ramp. This resulted in abrasions to the legs and a fractured hip. The end user indicated that the chair "acted on its own".